Manufacturer narrative:
Additional information: this report is being filed due to notification from the FDA, that an initial report was not filed under this number, only a follow up was filed on 03/03/2017. This filing represents the initial filing requested.

Event description:
The customer reported during use of the hyfrecator 2000, 230v with the handpiece, hyfrecator 2000, hand-switching, reusable, the surgical nurse practitioner had done a curette and cautery to patient's skin lesion on the left parietal scalp. Following use of the hyfrecator, the hyfrecator handpiece was put aside and hung on the hyfrecator unit. While the surgical nurse practitioner was applying post-op wound dressing, noticed the handpiece that was attached to the unit was burning. The flame was put out by 'blowing air' into it and immediately pulled the plug from the socket. No harm caused to either the patient or members of staff present in the treatment room. This report is being raised due to device malfunction with potential for injury upon reoccurrence.